Manufacturer narrative:
The device was not available for evaluation. The root cause of the event could not be determined with the provided information.

Event description:
On (B)(6) 2014, the patient was undergoing an intervention to treat a proximal type I endoleak. It was reported the patient¿s anatomy was extremely tortuous, and there was difficulty advancing a gore® dryseal sheath. It was reported the iliac artery and the proximally implanted graft were ballooned to expand the patient¿s anatomy, and multiple stiff guidewires were used to straighten the arteries. After the sheath was in place, an aortic extender component was advanced with much difficulty outside of the sheath into position for deployment. It was reported that when the deployment line was pulled, the line was pulled out from the patient, but the device did not deploy. It was reported that after the delivery catheter was removed from the patient and another device was attempted to be advanced without success, the procedure was concluded because of the patient¿s difficult anatomy. No further adverse events were reported. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.